Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device within specification, wear abrasion and deformation. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4)has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and exchange due to concern with product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange due to the patient's concern with the product. Device remains implanted.